Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "lobulated contours. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified: puncture opening, non-penetrating nicks and crease fold. Based on the device analysis the final assessment is: a striated punctured due to surgical damage consistent in the use of some surgical tool. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "lobulated contours. The device has been explanted.